Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was documented that the "equipment does not generate a report, the information may be duplicated due to a failure in the display board". The device's display board was replaced to address the issue. Additionally, not indicated to any particular failure or malfunction the device's system board and machine flow sensor were replaced.